Event description:
Upon insertion of a #20 catheter, after being unable to advance catheter and while pulling catheter out, catheter broke off while still in pt's arm. This was reported immediately to the medical dir. Pt placed on or table, cut down performed and IV catheter removed from pt's vein.